Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021, product type: catheter .other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 23-nov-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving morphine (1 mg/ml at 0.3 mg/day) via an implantable infusion pump. It was reported that the pump had flipped in the pocket and the catheter "was not working." The pump segment of the catheter was replaced and the pump pocket was "tightened" which resolved both issues. The patient's status at the time of the report was alive - no injury. No further complications were reported.